Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported events of a type 3a endoleak and a secondary endovascular procedure. Procedure related, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available to review. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 5.5 years post initial procedure, a 3a endoleak with device separation and sac growth was identified. A secondary procedure was completed. The physician elected to implant an infrarenal stent extensions and two (2) suprarenal stent graft extension to resolve the reported event. It was reported that the secondary procedure went well and the patient is recovering well. As of the date of this report, there have been no additional patient sequelae reported.